Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint lot history check was performed on the provided lot for needle clog. This is the 1st. Related complaint for needle clog on the provided lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported pen ndl 31g 5mm was unable to deliver medication. The following information was provided by the initial reporter: "...reported finding clogged pen needles during injection."